Manufacturer narrative:
An event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. The returned device is a source controlled device; evaluation was performed by the supplier, greatbatch medical. The supplier indicated, "the mobile head sticks when pulled down. It will also no pull down far enough to put a reamer on or take it off. In addition to the observed failure, the following were found as well: the power coupling has a lot of damage in the form of dents and material displacement, gouged and staining. The white plastic sleeve has a lot of wear scratches and dings. The device is 13.8 years old and it is very worn. Medical records received and evaluation: not performed since no patient involvement was reported. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis.

Event description:
As the surgeon was reaming the right hip acetabulum, the reamer shaft handle came undone. We tried the second reamer shaft inside tray and it also came undone. The 58 trail head in the system was not working properly. The seal inside the head detached itself when trialing and the head seem damaged from the outside.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As the dr was reaming the acetabulum, the reamer shaft handle came undone. We tried the second reamer shaft inside tray and it also came undone. The 58 trail head in the system was not working properly. The seal inside the head detached itself when trialing and the head seem damaged from the outside.